Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with a high blood glucose reading of 369 mg/dl. The customer was treated with IV fluids. The customer's mother was unsure of the cause of the high blood glucose.